Event description:
It was reported that a user of the ilet experienced persistent high glucose readings after a meal, with glucose noted at 371 mg/dl around dinner and remaining high approximately four hours later while using a cd infusion set after a same-day supply change. Symptoms included hyperglycemia. Outcomes included device troubleshooting with successful infusion site change and resumption of insulin delivery, along with education that postprandial insulin action would begin to reduce glucose within approximately two hours. Investigation included guided troubleshooting and review of usage history indicating high glucose at the time of meal declaration. Investigation of this case revealed no confirmed device malfunction, with hyperglycemia potentially related to meal impact or infusion site performance prior to the site change. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.